Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon issue occurred. The target lesion was located in a severely calcified and tight vessel in the stomach. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, after inflating the device for a few seconds, it was leaking with a pinhole. The procedure was completed with another of same device. There were no patient complications as a result of this event.